Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead; product ID 97791, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type accessory; product ID 97791, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type accessory; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead. H3. Analysis of the ins (B)(6) found no anomalies. Analysis of the lead (B)(6) found conductor #1 had broken filars just proximal to the #4 electrode 3.2cm from the distal end . Analysis of the lead (B)(6) found three conductors (circuit 1, 3, and 4) were broken 17.7 cm from the distal end. Three conductors (circuits 2, 6 and 7 have erratic resistance when flexing the lead at this location likely indicating some filars may be broken in them, but this could not be observed visually or on x-ray. H6: the conclusion code 11 no longer applies. The results code 3233 no longer applies. The conclusion code 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-03-18 crts 3835578 x 2, 3838150, mpxr 612414, _e1 (con): information was received from a consumer with an implantable neurostim ulator (ins) for non-malignant pain. **see related pe (B)(4) for information related to stim too high at trial and (B)(4) for information related to settings not available message.** the patient reported he was having trouble with the implantable neurostimulator (ins). It was reported that last friday ((b)(6 2019)) the patient felt a shock and thinks something is shorted out inside. The patient had not followed up with the healthcare provider (hcp) yet. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated. Additional information was received 2019-03-21. There were impedance issues on the right lead. Impedance was not consistent. Electrode 11 was out one test, then 9,11 ,12, during the next test. The rep used the other lead to program the device. It was further reported that right after the device was implanted, the device was adjusted, and he had super great coverage. The patient said the device did not take care of all the pain, but it helped a lot and he recommended the device to 2 people. The patient reported that about a month a and a half ago he got a severe shock. The patient was told he had a contact that was not working. The patient was shocked again on friday. The patient met with a rep. The rep indicated that he thought the device was shorting out and the rep told him that is exactly what was happening. The patient stated that while the rep was programming the device the patient was unable to feel anything and the rep told him he should be able to feel something. The patient reported the rep had stimulation up to 15 and the patient was not feeling anything. The patient reported while the rep was programming him, the rep was watching the screen and one or two were flickering in and out. The patient reported that the day prior to report the rep programmed the other lead. The patient said when he was at the office he had good coverage. The patient reported that when he got home he was shocked again. The patient turned stimulation down to .5 and when he laid down he had another big shock. The patient reported that he now has stimulation turned off. The patient reported that after turning stimulation off he has not felt any shocks. The patient reported when he gets the big shocks it feels like he is getting ¿full charge¿ not just 0.5. The patient said it feels like getting shocked with 220 or 440 . The patient reported that prior to the first time he got shocked he had not had any falls or trauma. When the patient gets the big shocks, it causes him to fall. He has not had any change in activity. The patient has not started exercising yet. It was reviewed that the device will need to be checked and the reps were emailed. No further complications were reported/anticipated. 2019-apr-16 rp (hcp): additional information was reported that the patient is being shocked even when their device is down to 0.0ma. The patient had their system explanted. The patient recovered without sequela. No further information was reported. 2019-jun-11 crts 3872267 (con): no new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. Additional review indicated conclusion code, results code, and method code are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is being shocked even when their device is down to 0.0ma. The patient had their system explanted. The patient recovered without sequela. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. The patient reported he was having trouble with the implantable neurostimulator (ins). It was reported that last friday (3/15) the patient felt a shock and thinks something is shorted out inside. The patient had not followed up with the healthcare provider (hcp) yet. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated. Additional information was received 2019-03-21. There were impedance issues on the right lead. Impedance was not consistent. Electrode 11 was out one test, then 9,11 ,12, during the next test. The rep used the other lead to program the device. It was further reported that right after thedevice was implanted, the device was adjusted, and he had super great coverage. The patient said the device did not take care of all the pain, but it helped a lot and he recommended the device to 2 people. The patient reported that about a month a and a half ago he got a severe shock. The patient was told he had a contact that was not working. The patient was shocked again on friday. The patient met with a rep. The rep indicated that he thought the device was shorting out and the rep told him that is exactly what was happening. The patient stated that while the rep was programming the device the patient was unable to feel anything and the rep told him he should be able to feel something. The patient reported the rep had stimulation up to 15 and the patient was not feeling anything. The patient reported while the rep was programming him, the rep was watching the screen and one or two were flickering in and out. The patient reported that the day prior to report the rep programmed the other lead. The patient said when he was at the office he had good coverage. The patient reported that when he got home he was shocked again. The patient turned stimulation down to .5 and when he laid down he had another big shock. The patient reported that he now has stimulation turned off. The patient reported that after turning stimulation off he has not felt any shocks. The patient reported when he gets the big shocks it feels like he is getting ¿full charge¿ not just 0.5. The patient said it feels like getting shocked with 220 or 440. The patient reported that prior to the first time he got shocked he had not had any falls or trauma. When the patient gets the big shocks, it causes him to fall. He has not had any change in activity. The patient has not started exercising yet. It was reviewed that the device will need to be checked and the reps were emailed. No further complications were reported/anticipated.